Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb activated while inside the patient. The bisector would not cut a branch and it locked up. The blue thumb switch would not release. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb activated while inside the patient. The bisector would not cut a branch and it locked up. The blue thumb switch would not release. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25135669, 25135829, 25134911 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. There were traces of tissue and blood observed on the bisector jaws. The bisector blade was observed to be retracted. There were no visual defects observed on the harvesting toggle. A mechanical evaluation was conducted. The toggle switch would able to move when applied pressure. The bisector blade would extend when the toggle switch was activated. The bisector jaws were cleaned and charred tissue was removed from the jaws. The were no defects observed on the blade. An electrical evaluation was conducted. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿sizzle¿ on the test gauze each time. The cautery evaluation was conducted and the device was able to cauterize based on the results of the evaluation, the reported failure modes "failure to cut" and "mechanical issue were not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb activated while inside the patient. The bisector would not cut a branch and it locked up. The blue thumb switch would not release. A replacement device was used to complete the procedure. The hospital did not report any patient effects.